Manufacturer narrative:
Age- it was reported that the patient was in his 60's. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The user facility reported a similar event from the same product code/lot number combination. See MDR 3013394970-2017-00120. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the collagen plug was missing on the involved angio-seal device. The following information was provided by the user facility: the collagen plug did not deploy in two cases; two different patients, treated by two different doctors; patient was not harmed; and treatment was performed as intended, only the closure was affected by the event. Additional information was received on june 12, 2017. Hemostasis was achieved by manual compression and femostop. There was no need for a blood transfusion. The procedure was successful and the outcome was good. It was reported that there was no ligature and no anchor in the angio-seal device.

Manufacturer narrative:
One 6f angioseal vip was returned to terumo medical corporation in elkton,md. One arteriotomy locator, hemostasis sheath and carrier tube assembly was returned. The carrier tube assembly was mated with the hemostasis sheath and was in full rear lock position upon receipt. A blood-like substance (bls) was seen on the returned components. The aluminium packaging was returned as well. The leading leg of the anchor was visible in the carrier tube upon closer inspection. The hemostasis sheath was in a curved shape. During functional testing, the device was pushed to full forward lock position and the anchor exited the carrier tube. Upon pulling the assembly hub to rear lock position the anchor posted against the distal end of the carrier tube as intended. The anchor was manually pulled to reveal collagen which was covered in dried blood like substance. The anchor was grasped and the suture/collagen was extracted and the tamper tube was revealed. The tamper tube was unable to be advanced over the collagen to form the anchor/collagen knot due to dried blood like substance deposition over collagen. The exact root cause cannot be determined with the available information but the overall device condition is consistent with full or partial extension of the deployment sleeve prior to insertion into the hemostasis sheath leading to non deployment or resistance encountered during carrier tube advancement through the hemostasis sheath resulting in the anchor not exiting the sheath distal tip. Upon functional testing no anomalies were found and the device worked as intended. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
Additional information was received on june 28, 2017. No blood loss registered meaning the same minor blood loss as for a patient closed with a vcd. Hemostasis was achieved by manual compression and femo-stop and the patient was doing well at discharge. Procedural outcome was good, the failing angioseal prolonged the procedure slightly because of the need for manual compression. No harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.